Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). The patient did not receive therapy due to oversensing. Programming changes were performed to resolve the issue. There were no patient symptoms reported.